Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed the device had a printer issue. The printer was replaced with the customer supplied part. The fse verified that the printer worked and there was functionality of the unit. The unit was returned to the customer.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) printer not working and unit was then isolated by biomed tech. The unit was swapped with another unit to avoid any delay in patient therapy. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.